Event description:
It was reported that during an equipment maintenance check, it was discovered that the motor device was running hot and was noisy. There was no patient involvement. There were no reported of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor did not run with the hand control, indicating that the thermistor was worn out. It was determined that this was caused by repeated overheating of the device while in use. Although the reported condition could not be duplicated since the motor did not run, the complaint was confirmed based on the worn component. The assignable root cause was determined that the type of damage was due to from wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.